Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed. However, from the description of failure, it is consistent with a rapid brittle, bending fracture, the root cause may be to excessive force applied to the device or to impacting an unsupported head, where the stem cannot be fully inserted into the medullary canal as has been seen in other reports. There were no deviations or non-conformance's during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification. Link to mfg report number: 1651501-2018-00050.

Event description:
One of 2 reports. A physician reported that on (B)(6) 2018, an mcp-100-40p-ww mcp proximal ww implant broke mid shaft while in metacarpal canal. There was part of the implant left in the patient and it was recovered by using a threaded k-wire. The surgeon worked to remove the broken implant piece by piece. Once the implant was recovered the surgeon was able to put a new implant in without any problem. The broken implant did not cause any other complications for the patient. As well, the patient is expected to have no further complications during recovery. Additional information received indicated that the event lead to 1 hour surgical delay.